Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced intermittent stimulation from their device. It was stated the device showed impedance readings of <250 ohms on electrodes 0-1, but therapy impedances were all within normal range. It was also stated the pt was in a car accident two years prior. Troubleshooting was suggested, but no pt outcome was reported. Additional information has been requested, a f/u report will be sent if additional information becomes available.